Manufacturer narrative:
A replacement breast pump was sent to the customer. On (B)(6) 2016 the customer spoke with a medela clinician. At that time she reported to the clinician that she had been prescribed a one week dose dicloxacillin and her mastitis has resolved. The new pump is working well for her. The original product was evaluated on 10/10/2016. See attached for details. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2016, the customer reported to a medela customer service representative that she was experiencing low suction with her pump in style breast pump. At that time, she also reported that she had mastitis and that she was prescribed antibiotics by her physician to treat the mastitis and that it had since cleared up.